Event description:
The pt has recently experienced a loss of efficacy despite increase in daily dose. At refil in 06/2005, it was noted that expected reservoir volume was .3 ccs; actual reservoir volume was 17 ccs.